Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed, target lesion was in the severely calcified and severly tortuous proximal left circumflex (lcx) artery. The lesion was pretreated with a 2.0mm rotablator burr. The lesion was predilated with a 1.5x15mm maverick balloon. While attempting to advance the 2.5x16mm taxus express2 drug eluting stent, the physician was "vibrating" the stent delivery system over a non-bsc guidewire, and the stent dislodged inside the non-bsc guide catheter. The stent was able to be retrieved when the physician removed the guide catheter from the patient's body. The procedure was finished with angioplasty of the target lesion with a 2.5x15mm quantum maverick balloon. There were no patient complications reported with the patient's current condition listed as "good."

Manufacturer narrative:
Bsc